Event description:
Additional information was received that the increase in seizures was attributed to the vns battery getting weaker however it was not noted to be at a low battery condition. A return product number was requested so return of the explanted generator is expected however it has not occurred to date.

Manufacturer narrative:
Corrected data: describe event or problem; this information was inadvertently left off on mfg. Report #1. Corrected data: if explanted, give date (mo/day/yr); "12/12/2017" this information was inadvertently left off on mfg. Report #1. Corrected data: device available for evaluation? If yes, returned to manufacturer on (mo/day/yr); "yes" "12/22/2017. This information was inadvertently left off on mfg. Report #1. Corrected data: device evaluated by MFR? Provide code; "no" "02" this information was inadvertently left off on mfg. Report #1.

Event description:
The patient underwent replacement of the generator which was noted to be for prophylactic reasons. The explanted device was received and is pending analysis.

Event description:
Generator analysis was completed on the explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported via clinic notes that the patient was being referred for replacement. It was later received that the patient had experienced an increase in seizures and would need to be replaced due to this and the length of time the generator had been implanted. No additional relevant information has been received to date.